Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 7070528. Product family: scs-lead fixation: upn: (B)(4), model: sc-4318, serial: n/a, batch: 25808107. Product family: scs-lead fixation: upn: (B)(4), model: sc-4318, serial: n/a, batch: 24856290. Product family: scs-linear leads: upn: (B)(4), model:sc-2352-70 , serial: (B)(4), batch: 7070046. Product family: scs-linear leads: upn: (B)(4), model: sc-2352-70 , serial: (B)(4), batch: 7070032.

Event description:
It was reported that the patient was not receiving paresthesia in the correct location and underwent a revision procedure due to lead migration of both leads. During the revision, the physician discovered that the clik anchors were not adequately secured. The physician believes the migration may have occurred immediately following the implant procedure. The patient was doing well post-operatively.